Manufacturer narrative:
Product evaluation: technical support advised the customer to exchange the footswitch. The footswitch is expected to return for in-house evaluation. Root cause: a root cause has not been identified. The root cause will be reassessed upon completing the investigation. (B)(4).

Event description:
A customer reported during a procedure, a system message displayed and an issue with the footswitch occurred. The system was switched out to conclude the procedure with only a slight delay. There was no patient harm or injury reported. Additional information has been requested.